Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it exhibited a tubing rupture, it was also mentioned that the device was empty. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it exhibited a tubing rupture. The ipp was explanted and replaced. There were no patient complications reported.